Event description:
Caller alleging discrepant inratio values. Inratio 1.2, dr. Poc 2.1. Inratio 1.8, dr. Poc 2.0. Time between testing one hr. Pt's therapeutic range 2.0 - 2.5.

Manufacturer narrative:
Investigation pending.